Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis with blood glucose levels above 600 mg/dl. The mother stated that the customer's blood glucose levels began to elevate once the hospital staff re-connected the insulin pump. Troubleshooting was performed and the insulin pump was programmed correctly. However, the bolus history did not match with the daily total amount. Nothing further was reported.